Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the attachments did warm up, the axle and one of the bearings are developing rust causing movement to be impaired and the sealing rings were dried out. Maintenance and service were conducted to return the device to customer on (B)(4) 2013. The complaint is indeterminate. Placeholder.

Event description:
Customer reported the attachments warm up. This is report 1 of 1 for #(B)(4).